Event description:
Customer uses product to hold insulin infusion set, places IV 3000 on skin, inserts infusion set, then another layer of tape. Dressing not adhering when wet, and infusion set dislodges.